Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the territory manager revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Heartware initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the medical personnel multiple breaks (3) approximately in center of driveline. Signs of torsion near the strain relief about 5cm. The driveline sheath repair was performed per specifications. There were no reported pump stops and no reported effect on the patient. The driveline remains implanted.